Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing. There was no impact to the customer's blood glucose level. During troubleshooting, the luer lock was re-connected and the issue was resolved. The customer was able to resume insulin delivery.